Manufacturer narrative:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) during run-in test and in addition, the platform failed the load cell characterization test, load cell module 1 was under reporting. The root cause of the ua 17 was due to a defective drive train due to wear and tear since the platform was manufactured in 30 june 2011 and is 10 years old, past its expected serviceable life of 5 years. The root cause of the defective load cell module 1, cracked bottom and front enclosure, and torn load plate cover were likely attributed to mishandling such as a drop. Upon visual inspection, observed multiple cracks on the screw well of the bottom and front enclosure, and torn load plate cover; likely due to user mishandling. After replacing the bottom and front enclosure, load plate cover, load cell and drive train; the autopulse platform passed the load cell characterization test and the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
On (B)(6) 2020, during refurbishment, the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 17 (max motor on time exceeded during active operation) during run-in test. In addition, the platform failed the load cell characterization test. No patient involvement.